Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. Caller reported leaking around needle connection to the syringe. 4/8. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - customer cannot recall. Product with issue - bd 3ml syringe, pn 309657, customer unable to verify needle due to difficulty seeing. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge.